Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: peeled cement of objective lens and light guide lens. A root cause could not be identified. Based on the results of the investigation, it is likely the reported issue of an obstruction appearing on the camera was attributed to a film on the objective lens. However, the most probable cause for the presence of this film could not be established. The most probable cause of cement peeling on objective and light guide lens is traced to component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope had something stuck in the camera. There were no reports of patient harm.